Event description:
Trumatch plan was approved preoperatively by dr. (B)(6), which stated 13.2mm resection off posterior medial condyle and 8.6mm posterior lateral condyle. Intraoperatively surgeon relayed that the femoral cutting block was well seated on the anterior cortex. He then secured the block in place with steinman pins and proceeded to make the distal resection at the predetermined level. Pins were removed leaving pinholes that were used to set rotation of the 4 in 1 block. Block was secured with trumatch post ref tool in conjunction with headed pins and surgeon cut in the following order: anterior saw capture, posterior saw capture, anterior chamfer. He then removed the trumatch post ref tool and finished the post chamfer cut. Resection of the post condyles were measured by or staff as follows: lateral 2mm, medial 18mm. Rotation was extremely external, and visibly incorrect, per surgeon. Furthermore , extension gap was well balanced with a 12.5 spacker block, however, the same spacer block in flexion left nearly a 10mm medial laxity. After revision instruments were obtained and sterilized, posterior medial augment, mbt revision tibial tray, and rp tc3 femur wer utilized to compensate for the gross flexion/extension mismatch.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device did not reveal any damage. Review of the device history records was performed and no discrepancies or non conformances were identified. Bone models were manufactured tested, and the complaint sample block fit as designed. A design file review found there is little osteophyte on femur for block to find a "home". It is possible that because of this smooth surface, the femoral block could have slipped into rotation. The specific root cause of reported event is unknown; however it's possible with this particular patient's bone anatomy proper placement of the block was difficult. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.